Event description:
A (B)(6) male requiring hernia repair. During procedure, physician used the secure strap to tack the mesh in place for a laparoscopic incisional hernia repair. Physician was about half way through the loads of tacks when the device misfired. The secure strap was removed and a new one was located to complete the tacking of the mesh.